Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verioflex meter displayed an error 5 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 6am when an error 5 message was displayed on the subject device when the patient attempted to measure his blood glucose. The patient manages his diabetes using pills, diet and/or exercise and it is unknown if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that he experienced symptoms of headache a couple of days after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was the patient's first use of the device, the testing procedure was correct and the test strips were stored correctly and within expiry and there had been no misuse. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.